Manufacturer narrative:
(B)(4). The device was received for evaluation attached to a product vial and solution bag. Visual inspection revealed grey particulate matter present in the vial. The grey particulate matter appeared to be stopper material from vial shearing/coring of the vial stopper. The needle of the device was inspected and there was no visible damage observed. The opening where the needle pierced the vial was off center and did not appear to be a ¿straight down¿ piercing. The outer diameter of the device¿s cannula was measured and found to be within specification. The cause of the particulate matter was not determined. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a vancomycin vial. The device was being used with the vial and a 250ml solution bag. The reporter stated that after activation, the nurse noticed coring pieces in the vial and solution bag. There was no patient involvement. No additional information is available.